Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp on july 26, 2007 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2006. According to the complainant, in the first scheduled follow-up visit after the procedure was completed, the patient exhibited an elevated prostate specific antigen (psa) and a moderate case of prostatitis. There were no symptoms voiced by the patient. Prostrate secretions sent in four months later, resulted in a positive culture received back on the following month. Amoxil and levaquin were ordered on the same month, with the patient resolution date identified as four months later.